Manufacturer narrative:
(B)(4) for the reported event of stent failed to expand. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a malignant stricture in the left main bronchus. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the nurse deployed the stent without any issues. The physician checked the position of the deployed stent using a scope and noted that the distal end of stent had not fully expanded. The physician removed the stent using forceps and opened the stricture with an argon plasma beamer to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A stent only was returned for analysis. It was noted that one end of the stent had not fully expanded. Initially it appeared as though a number of stent wires had caught in the end of the stent cover and this appeared to be preventing the stent from expanding. However, further examination found that stent wires had been pulled from inside the stent causing the stent cover to crumple up with the damaged stent wires. This complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure performed on november 22, 2013. According to the complainant, the stent was being placed to treat a malignant stricture in the left main bronchus. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the nurse deployed the stent without any issues. The physician checked the position of the deployed stent using a scope and noted that the distal end of stent had not fully expanded. The physician removed the stent using forceps and opened the stricture with an argon plasma beamer to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.